Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "deformation of mammary gland". Later reported capsular contracture baker grade iii." This relates to the left side. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device.

Event description:
Healthcare professional reported "deformation of mammary gland". Later reported capsular contracture baker grade iii." This relates to the left side. Device has been explanted.